Event description:
A 24 mm diameter x 14 mm diameter x 14.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported the patient had a type 2 endoleak, which was coil embolized in 2004. Recently the type 2 endoleak reoccurred with aneurysm expansion; therefore, the stent graft was explanted. Medtronic has not received the stent graft.

Event description:
Medtronic received the explanted stent graft and it's evaluation has been completed. This device was explanted during surgical conversion due to an increasing aneurysm size, likely from a type 2 endoleak. The pt had been followed with serial CT's which had showed a type 2 endoleak since the implant. A secondary coil embolization procedure was performed in 2004, but this failed to resolve the endoleak and the aneurysm continued to slowly expand (to 6cm at explant) no type 1 or type 3 endoleaks have been reported. During explanting of this graft, the type 2 endoleak was confirmed at the l3 lumbar location, and no type 1 or 3 endoleaks were observed.